Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/15/2020. Additional information: d10, h6. Additional information was requested and the following was obtained: where did you receive the product from (ethicon, distributor, etc)? --distributor. The following information was requested but unavailable: was the outer case that the package arrived in damaged? Was the suture seals on the foil still intact? Procedure name and date? Event date? The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 11/12/2020. Investigation summary ==> it was reported that the newly dispensed suture package was found unsealed before unknown surgery. A picture was received for evaluation. Upon visual inspection of picture a foil packet with a corner partially open could be observed; however is not possible determine if the packet is not sealed. The sample is peelable foil. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It was reported that the newly dispensed suture package was found unsealed before unknown surgery. A sealed sample of product code vcp317, lot # pg2285 was received for evaluation. During the visual inspection of the sample, the seal area was intact, and the sterile barrier was not compromised. The sample was received completely sealed. During the visual inspection of the foil packet was noted that the violet line color that identified vicryl product and copy number control were not present, the foil is gray. The barcode was scanned in a qr and the results obtained from the packaging is consistent with the lot number. The retain sample was inspected and the violet line color and copy control number were present in each sample. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The discrepancy in the color and copy control number missing in the sample received, concludes that this is a confirmed counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the outer case that the package arrived in damaged? Where did you receive the product from (ethicon, distributor, etc)? Was the suture seals on the foil still intact? Procedure name and date? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the newly dispensed suture package was found unsealed before use. Another device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.